Manufacturer narrative:
The referenced pump exchange was previously reported under MFR # 2916596-2017-02177. Approximate age of device- 5 years, 15 days. Manufacturer's investigation conclusion: a specific cause for the reported pump pocket infection could not conclusively be determined through this evaluation. The hmii lvas IFU lists pump pocket infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU, as well as the hmii lvas patient handbook, also provide information regarding how to prevent infection and how to care for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient had a pump pocket infection with enterobacter and subsequently had a pump exchange on (B)(6) 2017 due to pump stops and suspected driveline damage at university hospitals of cleveland.